Event description:
It was reported that shaft break occurred. A 3.50 x 48mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device failed to cross the lesion and the shaft broke at the proximal end. The device was completely removed without any issue noted and the procedure was completed with a non-boston scientific device. There were no patient complications reported.